Event description:
During verification testing at the mfg facility of a gemstar pump initially reported as manufacturer report number 2921482-2010-00048, the pump delivered less than intended with the tubing set that was returned from the user facility with the pump for testing. The initial report indicated, "the customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml, with a 1ml/hr basal rate, a 1ml bolus, a 10 minute pt lockout, a 6mg/hr limit and the delivery was started. No further reprogramming parameters were provided. On (b) (5) 2009, at an unspecified time, the nurse reported the amount remaining in the container was 22.9 ml which was more than expected. The device was removed from clinical service. The physician was notified. No medical interventions were provided. The customer contact stated there was no change in the pt's status. Though requested, no add'l info including if the therapy was resumed using a replacement device."

Manufacturer narrative:
The device was rec'd investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).